Event description:
At 9:30 am, 1 1/2 hrs into a hemodialysis session, pt complained of nausea. Her blood pressure was 113/66 and her pulse was 90. At 9:40 am, the pt briefly became unresponsive (3-5 secs). She was given 200 ml nss. Her blood pressure was 127/68. She complained of chest pain and shortness of breath. At 10:15 am, she continued to have chest pains, developed apnea, and became unresponsive. Pt had cardiac arrest. Dialysis was stopped and a code was called. The pt was accidentally given calcium free dialysate. Five ampules of calcium gluconate were administered and the symptoms resolved. Look alike labeling contributed to the error. The stock number, which is superimposed on the label over the electrolyte contents, is difficult to see clearly. Technicians were using the stock numbers to pull the products. (Label.)